Manufacturer narrative:
Analysis revealed a power converter failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding an imaging system outside of a procedure. There was no patient present. It was reported that during installation it was discovered that the power enclosure has failed. Dose measurements was good but the "nav cal was not finished".